Event description:
The reporter stated that when the flow clip is engaged, out of the pump, free flows have been experienced. This issue is only experienced during chemotherapy. The drugs being infused are very cold and the bag and tubing is very stiff. Reporter feels that it might be due to the temperature of the drugs being infused. No patient injury or treatment associated with this event. Exact date of incident unknown.

Manufacturer narrative:
The customer indicated that there was no product to be returned. This is the only reported issue for this product code for this issue without benefit of returned product no further investigation can be performed. Since the lot number was unknown, the device history record could not be reviewed. Medex is unable to confirm or determine the cause of this incident without benefit of returned product. An additional report will be submitted should information become available that impacts the outcome of medex' investigation.